Event description:
Claminant was crossing street when a (B)(6) truck struck the pedestrian.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.